Event description:
The customer reported a 'speaker operation malfunction' error message on the monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a 'speaker operation malfunction' error message on the monitor. There is not enough information to determine if there was no sound produced. No pt harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.